Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 103 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.